Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was in the emergency room due to dizziness and when they moved in bed there was a greater than two second pause in pacing due to noise and the patient was externally paced. A boston scientific representative interrogated the device and found it to be operating in safety mode. Since there was no electrophysiologist (ep) present, the patient was airlifted to a different facility. This crt-p was subsequently explanted and replaced. This device has not been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was in the emergency room due to dizziness and when they moved in bed there was a greater than two second pause in pacing due to noise and the patient was externally paced. A boston scientific representative interrogated the device and found it to be operating in safety mode. Since there was no electrophysiologist (ep) present, the patient was airlifted to a different facility. This crt-p was subsequently explanted and replaced. This device has not been received for analysis. No additional adverse patient effects were reported. Additional information was received that due to the pacing inhibition caused by this device, the patient received a temporary pacing wire. Additionally, it was noted that fluoroscopy was used to confirm device placement. This device has been received. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was in the emergency room due to dizziness and when they moved in bed there was a greater than two second pause in pacing due to noise and the patient was externally paced. A boston scientific representative interrogated the device and found it to be operating in safety mode. Since there was no electrophysiologist (ep) present, the patient was airlifted to a different facility. This crt-p was subsequently explanted and replaced. This device has not been received for analysis. No additional adverse patient effects were reported.